Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted log file, containing approximately 4 days of data ((B)(6) 2023 to (B)(6) 2023 per timestamp). A backup battery fault alarm was observed at 9:12:52 on (B)(6) 2023 due to the backup battery not passing the load test. At the time of this alarm, the difference between the loaded and unloaded voltages of the battery was measured to be slightly outside the designed threshold. This alarm persisted until 10:55 of the same day, when the backup battery appeared to be reset. The ability of the controller to operate the pump was unaffected, as the pump maintained a speed above the low speed limit throughout the data. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. Provided information indicated that the controller was exchanged for a newer version, resolving the issue. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted and downloaded log files, collectively containing approximately 4 days of data (B)(6) 2023 per timestamp). A backup battery fault alarm was observed at 9:12:52 on (B)(6) 2023 due to the backup battery not passing the load test. At the time of this alarm, the difference between the loaded and unloaded voltages of the battery was measured to be slightly outside the designed threshold. This alarm persisted until 10:55 of the same day, when the backup battery appeared to be reset. The ability of the controller to operate the pump was unaffected, as the pump maintained a speed above the low speed limit while the driveline was connected. During functional testing of the returned heartmate 3 system controller (serial number: (B)(6), atypical faults were not able to be reproduced; the controller performed as intended throughout all procedures. Provided information indicated that the exchange of the controller resolved the reported event. The root cause of the backup battery not passing the load test could not be conclusively determined through this analysis. A corrective action has been initiated to reduce the occurrence of backup battery faults alarms related to load tests not passing. This system controller was manufactured prior to the implementation of the corrective action. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was having backup battery fault alarms. Their primary controller was v1.5 (hsc-068815). That was exchanged for their back-up controller that was v1.7. Log file review confirmed emergency backup battery (ebb) faults on (B)(6) 2023 due to the ebb failing the load test. The controller was replaced with a rev 1.7. It was later reported that the patient only supported on it for a few months before recurring alarm. The alarm resolved with the controller exchange. The issue was thought to be due to the version of controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.